Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. It was observed that no image of the subject device was provided during the evaluation. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, no image of the subject device was available. There was no patient involvement